Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was by 16.8 mmhg. Accurate readings were observed under the manufacturer's patient care network database.